Event description:
The doctor claims that the graft was implanted in 2000, and 14 days later the pt developed a bowel rash, gastric mucosa, rash of upper and lower limbs and a slight fever. The graft was left in. At this time, the fever has gone down, but the pt is still developing a rash. Note: facility has now learned that as of 03/14/2000, the pt is still developing a rash and is being treated with conventional antibiotics.